Event description:
Healthcare professional reported injecting a patient with juvederm voluma with lidocaine in the cheeks and nasolabial folds as well as juvederm volbella with lidocaine in the "malar crescent." Three days later, the patient developed "severe swelling," fever, pain and hardening in the cheeks. Patient was treated the same day with "medication," laser treatment and "steroids". Patient was given an antiseptic prior to injection and ice post injection. Symptoms have resolved.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "severe swelling, fever, pain and hardening" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.